Manufacturer narrative:
The device has not been returned to solventum for analysis. Solventum is unable to verify the leak, identify exact location and root cause without a sample. The affected lot number at the time of the event was unknown. Based on the problem description, a likely cause is a spike to tubing connection leak. Possible causes include pulling on tubing instead of holding on to the spike, excessive twisting of the spike, excessive force on the tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. Solventum will continue to monitor.

Event description:
A nurse reported the spike from a 3m¿ ranger¿ blood/fluid warming high flow set cracked, resulting in blood dripping down the tubing. No injuries or medical interventions were required due to the alleged malfunction.